Manufacturer narrative:
The subject device referenced in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus (B)(4) initiated hygienic microbiological examination. The result has not been available. Omsc reviewed the manufacture history of the subject device and confirmed that there was no irregularity related to the event found. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that microorganism could not be removed from the subject device after reprocessing with an aer (automated endoscope reprocessor). There was no patient injury reported.